Manufacturer narrative:
Device eval summary: device of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 04/2013 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The roommate of a (B)(6) female pt contacted zoll on (B)(6) 2013 stating that the roomate needed to return the pt's lifevest. The roomate stated that the pt collapsed at her home in the afternoon at around 2:55 pm. The roomate later stated that the pt was not wearing the lifevest at the time of death, because she had removed it before going to sleep the prior night due to it being uncomfortable. The roomate asked the pt if she wanted to put the lifevest back on during the afternoon of (B)(6) 2013, but the pt stated that she did not want to. The pt collapsed shortly afterwards. The cause of death is unk. The equipment was fully functional upon return. There were no alleged deficiencies against the lifevest. Zoll cannot definitively rule out the lifevest as a contributing cause to the death.